Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: 20565053.

Event description:
It was reported that the patients spinal cord stimulator (scs) leads had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were not returned.